Event description:
A 43-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On may 20, 2025, novocure received a medical record indicating that, according to the oncologic interval history, the patient developed several small open sores on (B)(6) 2025, attributed to optune gio therapy. As a result, therapy was temporarily paused for three days. The patient was prescribed clobetasol and mupirocin, which reportedly provided relief, and the sores subsequently healed. During a follow-up visit on (B)(6) 2025, the patient reported scalp irritation associated with optune gio therapy use. He continued using clobetasol and mupirocin as needed. The healthcare provider observed a few irritated areas on the scalp, which the patient described as very itchy and red. By (B)(6) 2025, the patient reported significant improvement in the scalp irritation, which in turn improved compliance with optune gio therapy use. During the visits on (B)(6) 2025, the patient was also prescribed hydroxyzine 10 mg, to be taken up to three times daily as needed for itching. The prescribing physician was contacted for further details, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).